Manufacturer narrative:
Lot numbers # 17j019, 18e015, 18f015, 18g012, 18h018, 18j007, and an unknown lot number. Four (4) single use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of all four devices was found to be within specification. The reported condition was not verified. The devices were found to be conforming product. One photograph was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported issue could not be verified through evaluation of the photograph. A batch review was conducted for all reported lot numbers and there were no deviations found related to this reported condition during the manufacture of any of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 13 </noe> malfunction events. It was reported that thirteen large volume infusors had flow issues during infusion. Eight of the devices over infused, and five devices under infused. These events each involved a patient with no patient consequences. No additional information is available.